Event description:
Caller tested 1.4 inr on the coaguchek xs system, while a comparison lab returned as 1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however, caller no longer has any test strips to return, the caller only has the empty strip vial. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.